Manufacturer narrative:
The power strip has 4 receptacle openings and was connected following devices. Olympus thunderbeat system. Bair hugger patient warming made by 3m (model no. 775). Oev262h. Wm-np2 connected to the endoscopic system (oev262h, otv-s190, clv-s190, imh-10, yp-25md). Omsc checked the current capacity of the power strip and the amount of current required by these devices. The current capacity of the power strip was 15.00 a. Also, the total of the current measured these devices was 15.87 a. Based on these investigation results, omsc surmised this phenomenon was occurred because the current value of the device connected to the power strip exceeded the current capacity of the power strip. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. For evaluation. The user facility reported that because the user facility connected a number of devices more than the standard of the power strip , the subject devices were turned off. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for the procedure with an unspecified mobile workstation carrying the otv-s190, clv-s190 and oev262h, the subject clv-s190 and oev262h were turned off suddenly. After the user facility reconnected the power cord of the unspecified mobile workstation to the power strip, the subject devices worked properly. During the laparoscopic hernia repair (totally extraperitoneal preperitoneal repair), when the user facility touched an unspecified cord, the subject otv-s190, clv-s190 and oev262h were turned off. The user facility completed the procedure with replacing the system including the subject otv-s190, clv-s190 and oev262h with another unspecified system. The user facility investigated the devices and found that there was no abnormality and irregularity found another day. The user facility connect the mobile workstation carrying the subject otv-s190, clv-s190 and oev262h, and other unspecified devices into the power strip when the phenomenon occurred. The user facility reported that because the user facility connected a number of devices more than the standard of the power strip , the subject devices were turned off. There was no report of the patient injury other than replacing the devices. This report is for the event of the clv-s190.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".